Event description:
The pt was presented to the ER with an accidental self-inflicted gun shot wound in the abdomen just below the sternum. The bullet was lodged in the pt's sacrum and had damaged the aorta and vena cava. The aorta was damaged distally just at or above the aortic bifurcation. The dr elected to place stent graft to repair the damage to the aorta, but the pt had very small iliac arteries. After dilation the device was advanced with great difficulty through the left iliac artery and was deplooyed at the aortic bifurcation. The graft appeared to have slowed the bleeding from the aortic damage, but was occluding the orifice of the right common iliac artery. A 15mm balloon was used to push the graft up just a little bit. After that was accomplished flow was restored to the right common iliac, but the aortic damage was noted to have an ongoing bleed. The pt was then transferred to the main or for laparotomy and attempted to control bleeding transabdominally. The pt remained reasonably stable during the procedure.